Manufacturer narrative:
Product ID: 3889-28, lot# va0dhdp, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient¿s device system was explanted due to infection.